Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. Date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: not applicable, this material does not have an expiration date a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® brand pronto¿ quick release needle holder, the needle separated from the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated by functional testing and the issue of separates was observed as dimensional measurements fell out of specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates. The indicated failure mode was attributed to the supplier. The supplier has initiated further root cause investigation relating to the issue of separates through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® brand pronto¿ quick release needle holder, the needle separated from the holder. No adverse impact was reported regarding the patient or user.